Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly. No the critical block and inverse critical block did not add to zero alarms noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had the critical block and inverse critical block alarm and hardware low level failures alarm. The customer blood glucose level was 18.9 mmol/l. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.